Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9680133, serial/lot #: n/a. A work order was completed on the system and the system passed checkout in all categories (hardware, software and instruments) and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the localizer showed disconnected during surgery. There was a surgical delay of less than one hour. Patient impact is unknown